Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around lg lens was worn a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the cracked probe was damage to the ultrasonic probe, and the displayed ultrasound image was defective with missing elements and acoustic lens was damaged, it did not reach the glue layer. In addition, the adhesive around the light guide lens was worn due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope had cracked probe. There were no reports of patient harm.